Manufacturer narrative:
Up to date this is the only info provided.

Event description:
It is reported as the following: " the body catheter was broken after it was inserted in the patient for 59 days". This event occurred in (B)(6) 2004, but reported to hdc on august 16, 2004. (B)(4).